Event description:
It was reported that the customer's insulin pump was cracked at the top right corner of the screen. The customer's blood glucose was 168 mg/dl. The customer was unaware of how the damge occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with cracked case at display window corners and display window.